Event description:
Health care professional reports 6 blood leaks into the dialysate noted near onset of pt treatment. Health care professional reports dialyzers reused between 4 - 19 times. Health care professional reports no pt injury.